Manufacturer narrative:
(B)(4) reports: pt had been happy with result of thr. At routine follow up hip function was adequate. Approx 6 weeks ago patient presented with pain. During procedure there was evidence of osteolysis in the proximal femur but the stem was found to be stable and well fixed. Evidence of osteolysis around the cup, the cup had a dulled appearance on the articulating surface. Due to the patient being (B)(6) no components were allowed to leave the operating theatre. Most components discarded. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had been happy with result of thr. At routine follow up, hip function was adequate. Approx 6 weeks ago, pt presented with pain. During procedure, there was evidence of osteolysis in the proximal femur but the stem was found to be stable and well fixed. Evidence of osteolysis around the cup, the cup had a 'dulled' appearance on the articulating surface. Due to the pt being (B)(6), no components were allowed to leave the operating theatre.